Event description:
It was reported that after the procedure while comparing the lengths of the folded blades, there was one short blade. Upon further communication with the sales rep. It was reported that the blade was not broken on the correct position, but it was broken halfway on the blade. Additional treatment was administered to the patient in order to break of remaining blades in the correct position.

Manufacturer narrative:
Methods: manufacturing records were reviewed for the corresponding lot number and no relevant issues were identified. Visual, dimensional, functional, and material analyses could not be performed. Results: the device was not returned for evaluation; therefore, the customer reported event could not be confirmed with device analysis. Conclusion: with the information provided, root cause of the reported event could not be conclusively determined but is potentially due to user error: inadequate angling/seating of blade remover on blade. Review of product labelling indicates: once the construct is finally tightened, the blades can be removed. Slide the blade remover, with the arrow on the top of the blade remover pointing away from the center of the blades, down over one of the blades. In the direction of the arrow, apply a force to break the blade off of the screw head. The blade remover will retain the blade within the instrument. With the blade remover outside of the wound, slide the button down to eject the blade. Repeat for the remaining blades.

Event description:
It was reported that after the procedure while comparing the lengths of the folded blades, there was one short blade. Upon further communication with the sales rep. It was reported that the blade was not broken on the correct position, but it was broken halfway on the blade. Additional treatment was administered to the patient in order to break of remaining blades in the correct position.